Event description:
According to the customer patient with previous <0.03 ng/ml accu tni result recovered at 1.51 ng/ml. The erroneous elevated result was not reported out of the laboratory. The sample was respun and reanalyzed in duplicate. The obtained accu tni result were 0.03 ng/ml and 0.02 ng/ml. The patient accu tni result was reported as <0.03 ng/ml. There was no death or servious injury reported as a result of the erroneous result.